Event description:
It was reported that a lead warning occurred due to impedance being out of range. Five days later the lead impedance was stable and the out of range condition could not be repeated with isometrics. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. Performance data collected from the device showed high impedance. A lv lead warning was recorded on (B)(6) 2010.